Manufacturer narrative:
The initial MDR 2432235-2017-00163 was filed on march 7, 2017. Additional information (08/18/2017): customer notifications imc17-22.a.us and imc17-22.a.ous were sent out in august 2017 to all us and ous customers who received the affected in-date lots of immultie intact pth control module lots 059 and 060/060l and are users of the immulite turbo intact pth assay, to notify them of a possible failure to meet the published ranges in the IFU. The customers were informed that the kit can be used if quality control is within published ranges. If quality control is outside of published range the customer may ask for replacement control module kits. Ultimately, based on the investigation results, this issue was determined to be a negligible health risk. Corrected information (08/18/2017): updated with the correct product information.

Manufacturer narrative:
Siemens technical support laboratory (tsl) has confirmed that immulite intact pth control module 0059 is negatively biased with immulite turbo intact pth kit lot 242. Siemens is investigating the issue.

Event description:
The customer reported that their quality controls were out of range when running turbo intact parathyroid hormone (turbo ipth) assay on an immulite 1000 instrument, while using reagent lot 242 and quality control kit lot 059. As quality controls were out of range, the customer sent two intra-operative patient samples to another facility. This caused a delay in reporting of patient samples with accession #s 0131270 and c200. The delay caused patient with accession # 0131270 to have an additional 40 minutes of anesthesia and patient with accession # c200 to have an additional 15 minutes of anesthesia. There are no known reports of adverse health consequences due to the delay in reporting of patient results.